Event description:
It was reported the patient presented over the telephone after the pacemaker failed to send a transmission via merlin.net. The patient was brought into clinic where it was determined the pacemaker's battery had reached end of service with suspected premature battery depletion. The pacemaker was explanted and replaced. The patient was in stable condition before and after the surgery.

Manufacturer narrative:
The reported events of premature battery depletion and no radio frequency (rf) telemetry were confirmed. A pacemaker was received at elective replacement indicator (eri) for analysis. Review of the device image revealed high current drain consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly resulting in premature battery depletion and loss of rf telemetry.